Event description:
From op report:"midway through the embolization we performed a follow-up angiogram; at the end of embolization we again performed a follow-up angiogram, so there were 2 follow-up angiograms to check the results. We did have of rupture of the microcatheter with some extravasation of contrast that was sucked back in the guide catheter and did not land into the patient. The microcatheter was otherwise removed without incident."what was the original intended procedure?angiogram.